Manufacturer narrative:
This bipap a30 ventilator was manufactured 09/04/2013, which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected there was evidence of foam degradation visualized in the device. The device was scrapped as per customer request.